Event description:
Company rep reported the pt's infusion set is leaking at the connector to the infusion set cannula. Company rep stated pt first noticed the issue when she woke up with elevated blood glucose levels. The infusion set was the last one from a box. Company rep reported the pt opened a new box and the next two infusion sets leaked at the same site. Company rep stated the pt has the alleged infusion sets and the remainder of the box. Attempts to follow up with pt have been unsuccessful. No further information is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion sets for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.